Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device detached prematurely on the 2nd day of wear and the customer was unable to monitor glucose via sensor. As a result, the customer became dizzy, fell, and lost consciousness. However, the customer was able to self-treat with cake 3 hours later. The was no third party medical treatment reported. There was no report of death or permanent injury associated with this event.